Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported "ruptured". Patient later reported "difference between breasts is visibly noticeable" confirmed by us and MRI. This record is for right side. Patient later reported "intracapsular tear", "intracapsular rupture", "partial collapse of the elastomer" confirmed by MRI, ultrasound, "baker's grade of capsular contracture: I", "lymphadenopathy confirmed by MRI. Device remains implanted.